Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 400 mg/dl and 343 mg/dl. The customer's blood glucose was 398 mg/dl at the time of call. It was reported that the customer's high blood glucose was treated with bolus. It was reported that the customer was using auto mode feature. It was reported that the drive support cap appeared normal. Troubleshooting was performed and did not find air bubbles, leaks, site and insulin issues and setting issues. High pressure test was performed and passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.